Event description:
Customer has called customer service at least four different times to get his meter set up, however the meter will not save his set up. The meter continues to default back to needing to be set up.